Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is presumed that the image sensor unit /power control board (pcb) inside connector was broken, causing the suggested event. As for the cause of the breakage, since damage on bending section was confirmed, irregular stress was applied to the bending section, or since damage on connector was confirmed, irregular load was applied to the pcb inside the connector due to external stress such as hitting during user handling. The events can be detected and prevented in accordance with the following IFU: ltf-190-10-3d operation manual chapter 3 preparation and inspection: 3.6 inspection of the endoscopic system: inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the deflectable videoscope displayed scope communication error b30. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.